Event description:
Philips received a complaint on the tempus pro indicating that the device is showing different rhythms. The issue occurred outside of clinical use. This report is based on information provided by philips repair service quest international personnel and has been investigated by the philips complaint handling team. The complaint was escalated to the technical investigation and the results indicate that the device is working as intended and could not confirm complaint, the unit has been tested the logs was evaluated and all functions with the ECG and otherwise are working correctly. The device calibration only is needed for nbp, co2, and touch screen. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes the investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3003832357-2023-00034. Investigation will be housed within and reported on (B)(4) with MDR # 3003832357-2023-00034. Type of reported complaint, patient coding and investigation coding updated to align with (B)(4).

Event description:
Philips received a complaint on the tempus pro indicating that device is showing different rhythms.